Event description:
It was reported that the device was explanted and the right venticular lead was removed from service due to inappropriate shocks delivered. No further patient complications were reported as a result of this event.